Event description:
Event description guidant received information that the patient with this pacemaker presented in the ER with a heart rate of 30 with spurious pacing. The device could not be interrogated. The device was explanted/replaced and returned for analysis.